Event description:
It was reported that stimulation was ¿pulsing rapidly¿ the day prior and that was new to the patient. It was also stated the ¿machine¿ was ¿not working¿ since the day prior. A loss of therapeutic effect was noted. The patient had been urinating more than before, for two days. No falls or traumas were noted. It was confirmed the programmer was working and stimulation was on program 1 at 2.5v. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09kvc, implanted: (B)(6) 2013, product type lead. (B)(4).